Event description:
It was reported that the customer returned a microdebrider handpiece for repair with a report that ¿something is stuck in it¿. Upon evaluation, a broken blade was found stuck inside the handpiece. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: ID (B)(4), igs m4 microdebrider sn#(B)(4), lot#37033900, MFR date- 01/27/2005. (B)(4).the device was evaluated by the quality engineering team. As received condition: received one (1) sample without the original product pouch or label. The exact product number of the returned sample could not be determined. The broken piece appears to belong to a bur/blade product family. Analysis observations: upon observation, only a broken shaft/hub piece was returned. The hub did not show any indication of misloading. The piece appeared to be the inner shaft / hub of a bur/blade product. The broken shaft end was found severely damaged and slightly disoriented indicating excessive handling and/or use of the device by the customer.